Event description:
This is a fluoroscopic system and during a fluoro grab series an image from a previous case on a previous day is inserted into the current study. This previous image was random. The image is split in half. Doctors are very concerned because they feel there is an image missing from the current series.

Manufacturer narrative:
Method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.